Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was squirting out insulin during prime. Customer's blood glucose was 112 mg/dl. During troubleshooting, insulin did not continue to drip after the motor stopped. Customer was advised the reservoir will be replaced. Customer agreed to return the device for analysis.